Event description:
It was reported that the patient previously underwent a left shoulder replacement and subsequently required a revision surgery to address pain. Based on provided radiograph, the glenoid components are seen to be no longer be fixed within the bone and appear to have rotated. The surgeon¿s plan for the revision procedure was to remove the glenosphere, recut the humerus, and implant new humeral components. During the procedure, the surgeon removed the fixed-angle torque screw and attempted to remove the humeral adapter tray; however, the stem disengaged and was removed with the tray still attached. Attention was then turned to the glenosphere. After removal of the locking screw, the surgeon attempted to disengage the glenosphere from the baseplate using manual manipulation. Additional attempts were made, however, the glenosphere and baseplate were ultimately removed together as a single construct. The surgeon removed all the implants and made a homemade spacer as a first stage revision procedure. The patient was last known to be in stable condition following the event.